Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the issue was not resolved and no actions have been taken to resolve the issue. Patient provided their weight information. It was not working at all, no change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller was told by the patient that their ins hasn't been taking a charge properly since the patient had and MRI about a year ago. The patient also noted that they have been unable to charge for very long because the recharger therapy monitor (rtm) heats up and cause the patient discomfort. The patient noted that they are going to be getting their ins replaced. No further complications were reported. No additional patient symptoms were reported.